Manufacturer narrative:
A ventilator was reported failing with high peep. Our field service engineer investigated the ventilator on site and found issues in a pressure transducer module and a video with peep high error was provided. The faulty module was replaced and the ventilator was cleared for clinical use. The faulty sensor was sent back for further investigation. The failure was confirmed in received video and device logs and date of event was set to (B)(6) 2021. The memory of the returned pressure sensor module could not be read, and communication error was activated in a ventilator. Measured analogue zero-pressure voltage was out of spec. Using microscope, dirt was found on the sensor. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The pressure transducer high peep happened due to a dirty pressure sensor. Additionally, the sensor module also had problems with communication when received for investigation, but was not reported from customer and could not be found in logs from customer. The root cause to this could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer ref.#: (B)(4).